Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
The reporter stated, ¿friends have had many problems with it, including going back into surgery to move it to a different area and so forth." No symptoms or outcome were reported regarding this event. However, no further follow-up was possible, as this complaint was part of an internet forum post.